Event description:
Customer was admitted to hosp for high blood glucose. Doctor called and wanted assistance with basal rate review. Advised customer co can not see previous basal rates. Assisted md with daily total review and found last 3 days totals were zero. Advised md to have nurse/educator call back to complete troubleshooting. Received call back from dr. Assisted doctor with setting correct time and date and assisted with programming basal rates.